Event description:
It was reported that the pt's generator was replaced due to end of service. The explanted generator was returned to the MFR for analysis. Upon analysis, the reported end of service allegation was duplicated. The supply current tests did not meet functional specifications which demonstrates an increased current consumption for the device, potentially contributing to a premature end of life condition. In addition, the positive output capacitor leakage c15 test, did not meet specifications. With the capacitor substitution for c6 and c15, the pulse generator module performed according to functional specifications. The c15 capacitor functions as a decoupling capacitor and does not affect the supply current that would contribute to battery depletion. The most probable cause for the premature end of life condition was identified to be a leaky capacitor, c6. Cause for the c6 and c15 capacitors increase in leakage could not be determined.